Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the entrapment of device (clip becoming caught in anatomy) appears to be due to user technique/procedural conditions. The reported foreign body in patient appears to be related to the procedural circumstances of the clip becoming entangled in the anatomy. A cause for the mitral stenosis however, cannot be determined; however, mitral stenosis is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip entangled in the chords requiring intervention, and the mitral stenosis. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted successfully. A second clip delivery system (cds) was advanced and the leaflets grasped though imaging was difficult due to the shadowing of the clip itself. The gradient increased to 9mmhg therefore the leaflets were ungrasped and the cds pulled back to reposition. Once the clip arms were opened, the clip was lowered into the ventricle and moved slightly over. The leaflets were grasped again however the gradient was 7mmhg. The physician decided to remove the clip when it was noted the anterior clip arm was attached to a small chord. Attempts to free the clip were unsuccessful therefore the leaflets were grasped and the clip deployed, reducing the mr to 1-2 however the gradient was 6mmhg. The procedure was completed at this time. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.